Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased and died due to infection approximately fourteen months post implant of the implantable pulse generator (ipg) system. The cause of death and source of infection were requested and no further information was available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.